Manufacturer narrative:
The device was returned, and the evaluation found no additional reportable malfunctions other than those mentioned in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the hf unit "esg-400" exhibited an error code e433. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: h6 (health effect ¿ impact code) should be: 2645 ¿ no patient involvement. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the investigation results, e433 error message, could not be identified. Presumably, due to the fact that high voltage peaks may occur at the output transformer of the generator board, which may destroy the transformer, there is a chain of protection diodes (tvs diodes) on the relay board, which are supposed to prevent these voltage peaks. They can be configured for three different voltage ranges. When the device is powered up, this diode chain is checked for function by current flow if the voltage exceeds or falls below a specific value, indicating high impedance (open) or short circuit (short). However, a definitive root cause could not be determined. Olympus will continue to monitor the field performance for this device.